Event description:
Additional information was reported that the lioresel was delivered at a daily dose of 148.49 ug/d. The cause of the event was unknown. The alarm had been occurring every 10 minutes. The patient did not have any symptoms of withdrawal or underdose and was not hospitalized. It was stated that the patient outcome was non-serious injury/illness.

Event description:
A critical alarm confirmed via telemetry was reported. The alarm was due to zero ml reservoir volume. It was stated that this was an "unexpected (erroneous) empty reservoir alarm" due to value being changed at last refill. There was no therapy or medical problem. Drug delivered via the device was lioresal 500mcg/ml at a daily dose of 133mcg.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk; catheter: model: 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: unk. (B)(4).